Manufacturer narrative:
The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
Additional information received: regarding the stent used, per the staff, lvis got stuck in stent & catheter. Lvis was implanted.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Ongoing attempts are being made for the device return. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported: four days prior to the event, patient was admitted for evaluation of sudden onset of dizziness and nausea/vomiting. Per chart review, patient stated that her dizziness worsened with position changes and stated the room felt like it was spinning. Laboratory findings were relatively unremarkable. Chest x-ray along with CT abdomen/pelvis did not show any acute etiologies for nausea/vomiting. A brain MRI was obtained that demonstrated an unruptured 7 mm saccular anterior communicating artery aneurysm. Two days after admission, patient underwent balloon assisted coiling of acom aneurysm. Post op, patient was admitted to the ICU for close neurological monitoring/continuation of cares. Two days after balloon assisted coiling, patient underwent stent assisted coiling given small residual acom aneurysm at lobulated base. Unfortunately, patient had intraoperative rupture at the base after stent deployment that was controlled with additional coiling. Small m4 distal occlusion self resolved. CT demonstrated sah with small ivh, no hydrocephalus. No signs of hypoperfusion on dsa. Post op, patient was extubated and noted to have right hemiparesis. Stat head cta demonstrated new sah with contrast, ivh and mild supratentorial hydrocephalus. Patient was admitted back to ICU. The next day, patient was successfully extubated. Four days after patient was extubated, interval worsening of left mca hemorrhagic transformation with increased midline shift, and patient was put on medication. The day after, patient was febrile and bilateral lower extremity venous ultrasound demonstrated a right peroneal dvt. Four days later, still on medication, patient was hemodynamically stable, oxygenating well on room air, no acute events overnight, with follow-up head CT completed. This report is for the stent that was deployed prior to the aneurysm rupture.